Event description:
Both of my mentor saline filled implants ruptured. I went to my plastic surgeon and he didn't know if they were ruptured . I had two huge lumps on the middle of my chest. He thought it may be cancerous. Both implants were ruptured and had floated to the middle of my chest. I'm having pains and having a hard time getting my surgeon to remove them.